Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received with corroded battery tube. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer also reported that buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.